Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
Regional manager for stryker saw a post from a surgeon on (B)(6) and said : "I noticed today on the (B)(6) social network that [surgeon], foot surgeon at the (B)(6) had a cold welding problem when removing an axsos plate. He published a post with the photo of the plate, without mentioning either "stryker" or "axsos" but I recognized our implant. I contacted the surgeon by message, and tried to call the or frame, but there was no answer at that time. I don't know if the implant is still available for investigation. This day, I have no info from the clinic".